Event description:
Ous MDR - after an implantation time of about 7 months, it was reported that the lead was dislodged, which could be seen on x-ray images. No deterioration of the pt's state of health was reported. A new lead was implanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual inspection showed superficial abrasion traces on the lead in the proximal region, which lead to the assumption of friction between the lead and the ICD housing. The cuts in the insulation, the deformation of the shock coil, and the damaged steroid collar are with high probability a result of the explantation process. The analysis did not find any deviations from the technical specifications that could be related to the clinical complaint. In summary, there were no indications of material defects or manufacturing errors.